Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost the external devices and was unable to recharge the ipg. The patient has not recharged or received stimulation since approximately (B)(6) 2017. Surgical intervention may be pending to address this issue.